Event description:
It was reported that the primary tubing set hub was cracked. There were no adverse effects caused to any patients from the event.

Manufacturer narrative:
The customer's report that the primary tubing set hub was cracked was confirmed. Visual inspection of the as-received samples observed that a majority of the set's male luer collar was broken off. The broken off piece was not received and the collar break was around the base of the collar. Although damage was observed, functional testing observed no leak or issue. The root cause was identified as design of the male luer component.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient is a pediatric.

Event description:
It was reported that the primary tubing set hub was cracked. There were no adverse effects caused to any patients from the event.